Event description:
It was reported that, "patient's husband called on behalf of his wife. She received a left stryker knee in 2008. By the following month, a staph infection developed and a debridement was performed, and 8 irrigations between three months in 2008. Wound would not close up. Knee drained and therapy at home, received numerous antibiotic treatments. Finally the wound closed up. About 2 weeks ago, (in 2009) the knee began to feel warm to the touch and redness appeared. Knee was aspirated and once again showed a staph infection. The surgeon told them that the next step will be to remove the knee implants, put in spacer for about 6 weeks, clear infection and then revise with another implant". Additional information received indicated that the patient went back in the hospital in 2009 and the device was removed due to staph infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.